Event description:
Philips received a complaint by the customer on the v60 indicating that a 110a "proximal pressure sensor autozero failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 110a "proximal pressure sensor autozero failed" error occurred. The remote service engineer (rse) performed troubleshooting with the customer and confirmed that the 110a error code was logged in the event log. The rse informed the customer of the following recommended repair per the service manual: 1. Verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The rse provided the customer with the part numbers and prices of the replacement da pcba and solenoid valve for repair. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered as the issue was found during routine maintenance. The customer ultimately ordered and installed the replacement da pcba and solenoid valves, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.